Manufacturer narrative:
Additional information: d10. Investigation evaluation: a review of the complaint history, device history, dimensional verification, functional testing, documentation and visual inspection was conducted during the investigation. The complainant returned two devices for investigation. The first device was returned undamaged, and the second device was returned used with some visible biological matter on the surface. The catheter outer diameter was measured within specification. The number of threads showing in the hub was found to be out of specification on both devices. A tug and twist test were performed on both devices and in each one, the catheter did not pull free from the hub. Examination of both returned devices after the cap removal showed the sutures to be secure in the cap threads and a catheter flare that was slightly lipped. Due to its compression while in the cap, the flare cannot be confirmed to be manufactured out of specification. It should be noted there are no related nonconformances and no other complaints have originated from lot# 8786315, there is no evidence that nonconforming product exists in house or in the field. Based on the information provided, the inspection of returned product, and the results of our investigation, a definitive root cause could not be established for either device. The root cause of the incidental finding the number of threads visible was determined to be traced to manufacturing. Measures are being conducted to address this failure mode. Per the quality engineering risk assessment no further action is required. The appropriate personnel were notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been added to the description of event since the previous medwatch report.

Manufacturer narrative:
Catalog #: ult8.5-38-25-p-5s-cldm-tong-050399. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed in the patient's kidney via abdominal access for a percutaneous nephrostomy procedure. After placement, the physician found leaking between the catheter and the hub. The catheter was then replaced with a new product that also leaked in the same area. A third catheter was placed and the procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.